Event description:
The physician was using a reef hp pta balloon catheter to treat an av fistula. The lesion exhibited moderate tortuosity and severe c alcification. The device was inspected and prepped prior to use with no issues noted. Excessive force was not used during delivery of the device and no resistance was encountered. At the end of the balloon angioplasty case of the av fistula, the vein tore. The physician implanted an interpositional goretex graft in treatment. The physician indicated that the event was related to the heavily calcified vein.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (perforation). Patient¿s condition affected effectiveness of device (severe calcification). No results available since no evaluation performed (device or procedural images not provided for review). No device received for evaluation. Conclusion: unable to confirm complaint (device or procedural images not provided for review). Inherent risk of procedure (perforation). Device failure/lack of effectiveness related to patient condition (severe calcification). (B)(4).